Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is about (B)(6) 2017 as it was noted the surgery was about a month ago from the day the onsite visit took place. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. An attempt has been made to obtain missing information; however, to date, no additional information has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2017 while the abbott application support (asm) was at the customer site, the doctor reported an aborted treatment on a male patient following a suction loss about a month ago. The doctor and staff stated they did not recall how to restart the treatment after suction loss, so they just aborted the treatment. Asm refreshed them on the suction loss protocol and showed them the actual suction loss protocol that they had posted on the wall in the laser room, which they forgot it was there. It was reported that the patient is doing well and there is no loss of best corrected visual acuity (bcva). The doctor asked about the retreatment protocol and ams let him know if he does another intralase flap, the recommendation is to go 40 microns deeper or he could consider a prk. The doctor stated he would likely do a prk (photorefractive keratectomy) on the eye with suction loss and then a flap on the other eye. The suction loss was on the right eye (od), so the left eye (os) was never treated.